Event description:
The patient was being av paced by a temporary pacemaker. The patient experienced apparent asystole of about 13 seconds after the temporary external pacemaker lost power, followed by only occasional heartbeats for the next minute until ventricular rhythm stabilized. The patient's ECG monitor alarmed for asystole, but the expected notification from the central monitoring office did not occur. The bedside monitor's audible alarm is believed to have operated, but it was reported that the event produced no alarm or automated printing in the central monitoring office. The patient's oxygen saturation values did not drop during the event. The code team responded and connected the spare pacemaker already present at the bedside. The patient was awake and responsive during event and there was no change in patient condition due to the event. After the event, it was confirmed that the audible alarm in the picu was heard and the staff responded appropriately. The central monitor did alarm, but records indicate the recording was stopped and the alarm silenced. It was determined that all monitoring equipment was functioning properly. It was also determined that the temporary pacemaker battery had depleted. The staff routinely start out with a new battery on each patient and hospital policy directs staff to change batteries every 2-3 days. ====================== health professional's impression ====================== a depleted battery may have caused loss of power to pacemaker, but this was not confirmed. The patient's own underlying ventricular rhythm resumed and sustained the patient until the replacement pacemaker was connected.